Event description:
It was reported that pump displayed malfunction alarm malf 24 with no notable events occurring beforehand, and customer¿s blood glucose reading showed as ¿high¿ with specific value unknown. There was no additional information received regarding any further impact to the customer¿s blood glucose level. Customer treated high blood glucose with a correction injection using multiple daily injections, switched to multiple daily injections as backup therapy, and did not need help from a third party, while technical support arranged shipment of replacement pump under warranty, provided instructions on putting pump into storage mode and returning it within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.